Event description:
Patient had an angio procedure in (B)(6) 2026 at (B)(6) hospital. First part of the procedure was unremarkable; finishing the procedure is when the issue occurred. As the surgeon is retracting the device, a fragment of the tip falls off into the patient's veins. The piece traveled to the patient's left ventricle. He was discharged home with no complications. Patient is going tomorrow to get an EKG to track fragment making it's way into his lungs. Patient will be monitored with a heart monitor device.